Manufacturer narrative:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# 13041n for a suspected false negative on four (4) proficiency samples that were positive on an unknown competitor assay. Run analysis of the simplexa results are as follows: (B)(6) 2022 @1103: sample ids (B)(6): not detected for any target, but very jagged curves in the fam and joe channels. 1 sample ((B)(6)) was detected without issues with s gene (22.0) and orf1ab (23.0). (B)(6) 2022 @ 0953 sample ids (B)(6): not detected for any target, but very jagged curves in the fam and joe channels. 1 sample ((B)(6)) was detected without issues with s gene (21.5) and orf1ab (22.3). The jagged curves indicate something is interfering with the pcr reaction with these particular proficiency samples. The subsidiary stated "mr. (B)(6) suspects that these samples are control material that may not work with the mdx" since they've tested other samples for sensitivity without issues. The customer is contacting the eqa officer for more info on these proficiency samples. As of 9/19/2022, no response has been provided. Batch record review showed the critical component, reaction mix mol4151 lot# x13733n met all qc release criteria prior to kit release. Positive controls were detected in quadruplicate for all targets with an s gene avg CT = 27.3 and orf1ab avg CT = 28.4. No false negatives occurred. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene = 26.6, 25.6 / orf1ab = 27.0, 27.2) . No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. As per ifuk.en.mol4150, "negative results do no preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 3, "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness." This is the 1st complaint for false negative on mol4150 lot# x13535n.

Event description:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot#: 13041n for a suspected false negative on four (4) proficiency samples that were positive on an unknown competitor assay. The customer confirmed the suspected false negative results were not reported to the diagnosing physician or clinician since these were proficiency samples only. No alleged harm occurred.